Event description:
The presentation objective was to compare clinical and procedural outcomes between single and double perclose proglide techniques for access site closure of transcatheter aortic valve replacement. Complications listed included dissection and bleeding. It was concluded that single perclose-proglide is associated with decreased major bleeding and vascular complications and arterial dissection as compared to double perclose-proglide. Specific patient information is documented as unknown. Details are listed in the article, titled "single- vs double perclose-proglide device strategy for access site closure of transcatheter aortic valve replacement. A systematic review and meta-analysis"

Manufacturer narrative:
The devices were not returned for analysis. The production records for this product could not be reviewed because the part numbers and/or lot numbers were not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The patient effects of vascular dissection and hemorrhage are listed in the electronic perclose proglide instructions for use (IFU) as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date d4: the UDI is not known as the part and lot number were not provided. Attachment: article, titled "single- vs double perclose-proglide device strategy for access site closure of transcatheter aortic valve replacement. A systematic review and meta-analysis"